Manufacturer narrative:
Field complaint of telemetry loss was confirmed. Device was received with no telemetry and no output. After cutting open the device, the battery was found at end of life battery voltages. Longevity assessment and battery current measurements found that premature depletion had occurred due to high current. High current was isolated to the radio frequency module which was found to have been exposed to liquid based on scanning electron microscope analysis. Evaluation of the header found damage to the right ventricular bore located above the radio frequency module and blood contamination/corrosion of the nearby radio frequency antenna. Burn damage to the header lead to the contamination of the radio frequency module and the resulting high current. The burn damage to the header is consistent with exposure to external energy from defibrillation, but there was no field information available at the time of the analysis.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up, the device could not be interrogated with multiple programmers and no magnet response was observed. A remote transmission in (B)(6) 2017 showed a longevity estimate of 1.8 years to eri. The physician elected to explant and replace the device. The patient was stable following the procedure and will be followed normally.